Event description:
Customer reported device = 198 mg/dl. Customer took diabetic pill. About 2.5 hours later, customer stated, family member took patient to the hospital due to hypoglycemic symptoms. Hospital device = 33 mg/dl. Hospital treated customer with a glucose IV and kept patient these for 2 hours prior to being released. No controls used. A request was made for return product and replacement product was sent.